Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the pt complains of stiffness soreness, swelling, weakness and difficulty walking since the surgery. He is currently following up with his surgeon and has had x-rays.